Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that he was experiencing a surging sensation every now and then. The patient stated that it occurs in any position at random times. The surging is happening intermittently. There were no trauma/falls reported that could be related to this issue. However, the patient stated that he did get a new job that requires him to do a lot of walking. The patient stated that the surging sensation is not related to positional movement. The patient confirmed that he did not have the adaptive stimulation (as) feature on at this time. The patient reported that this happened one other time and he just charged and then brought everything down to 0 and brought it back up again. That patient stated that this resolved it back then, so he might try this again. The first surging event happened a couple months ago, and the current surging event happened a couple days ago. The patient noted that they would fol low up with their healthcare provider (hcp). No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause of the intermittent surging was a change in activity (started backworking part-time). It was reported that they reprogrammed and turned on "active stim." The issue was reportedly resolved. No further complications reported/anticipated.